Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported dysesthesia and neuralgic pain. Procedure was completed using other implants.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The following fields have been updated: b4: date of this report. Two tapered screw-vent implants (tsv4b11 & tsvb13) were returned for investigation. Visual evaluation of the as returned product identified signs of use (bone residue) but no apparent signs of malfunction. The devices could not be functionally tested for the reported failure (pain ¿ dysesthesia and neuralgic pain). However, measurements were taken using a caliper. Following dimensional analysis and comparison to drawings, the devices were determined to be within design specification. Device history record (DHR) review for the lots (1232329 & 1218775) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimvie. Lots were inspected and passed all acceptance criteria by qa. All sterilization activities were conducted with no nonconformities per sterilization record. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review was performed for the reported lot numbers (1232329 & 1218775) for similar events (complaint category keywords: pain, dysesthesia) and no other complaint was identified. Therefore, based on the available information, device malfunction did not occur. However, the reported event could not be verified as the exact details of event were nonverifiable.